Event description:
Procedure type: cholecystectomy. According to the reporter: when the surgeon had completed the procedure, he happened to notice on the camera that there was a ruptured balloon material at the distal tip of the cannula. It seemed to be the inner layer of the balloon had ruptured and was hanging out, while the outer part of the balloon was still intact and inflated. The surgeon thoroughly checked the patient's abdomen to ensure that there was no material in there. Patient is ok. No other unanticipated issues arose due to the event.

Manufacturer narrative:
(B)(4).